Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, implanting a damaged stimulator, and implanting the device after the expiration date have been ruled out as potential causes of the reported issue. The stimulator is used to treat pain. The cause of erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
During the patients wound check appointment, one of their neurostimulators was eroding. The clinician pulled the neurostimulator out. The exact date is unknown and no further information is available at this time.